Event description:
Boston scientific received information that this device was explanted for an unknown reason. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device was returned in safety mode. Visual observation noted one large and multiple small dents in the device case. The device had not been programmed off at explant. There were a total of 1791 faults logged into the device memory. The device only retains 31 faults in memory and all were recorded on (B)(6) 2011. All but two of the faults were open lead faults; the last two faults recorded were a shorted lead faults immediately followed by an oscillator mismatch fault. The lead faults were noted approximately 3 months after the patient passed away. There were no allegations against the device in relation to the patient's passing. The device entered safety mode post explant because the device had not been programmed to off.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.